Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. It was noted that the ring conductor showed high impedance measurements. It was also noted that the rv lead had episodes showing artifacts and oversensing. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.